Manufacturer narrative:
Evaluation: the iab was received intact for evaluation with the balloon completely unfolded. Visual examination revealed the entire extracorporeal tubing to be absent from the y-fitting. Underwater leak testing revealed no leaks in the returned portion of the iab. As a test, the iab was placed in a test chamber having a 75 mmhg back pressure to simulate the pressure within the aorta (after a laboratory extracorporeal tubing was attached to the y-fitting). The iab fullly inflated and functioned normally when attached to the system 90 iabp in the laboratory. No alarms were triggered on the pump. After 2 minutes of pumping, pressure strips were recorded. The strips confirmed that the balloon fully inflated and deflated satisfactorily at 80 and 160 bpm during laboratory iabp testing. Thus, laboratory examination revealed no defects in the returned portion of the iab. Probable cause of difficulty: no leak was found in the returned portion of the device. It was not possible to determine the cause of the rpt'd difficulty based on the event description and examination. Having the opportunity to have examined the entire balloon catheter may have provided some add'l insight into the encountered difficulty.

Event description:
After the iab was inserted into the patient, the iab full button was pushed on the system 97 pump and the "gas loss" alarm sounded. The iab was removed and a second was inserted. (Event complications: none from the event-reported 08/15/97.) (Pt's current status: unk - rpt'd 08/14/97)